Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was high and out of range pacing lead impedance (pli) noted on the right ventricular (rv) lead. The rv lead was replaced, and on the following day the pli was noted to be high again. Technical support was contacted and advised that the high impedance may be due to a connection issue between the lead and the device header. It was suspected by the physician that there may be an issue with the header which has resulted in the increased pli. No intervention has been taken at this time and the patient was stable with no consequences. Further information has been requested but not yet received. Related manufacturer report number: 2938836-2018-09907.